Manufacturer narrative:
The events of capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture," baker grade unknown and "prosthesis folded."

Event description:
Patient reported "capsular contracture," baker grade unknown and "prosthesis folded." Device remains implanted. This record is for the right side.